Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the describe event or problem field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise oversensing. Upon technical services (ts) review, it was discussed that the episodes were caused by a sudden loss of cardiac signal in combination with non-physiologic artifacts and base line shifting. Ts also provided troubleshooting recommendations and programming options. The s-ICD system remains in service. No additional adverse patient effects were reported.